Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. The device was returned without information regarding patient impact or product performance. No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer, analyzed and initial analysis indicated that it was out of specification. Further information obtained from the physician's office indicated there were no reported issues with this device. Device memory data from the device showed the device was operating correctly. It is therefore concluded that the loose/detached wirebonds found in the device occurred after patient use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed ovo mode. The no output condition was the result of lifted hybrid bond wires. Analysis of the device memory data revealed the device lead impedance measured ok as of the date of explant. Correction: revised event description and device conclusion.